Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure genioplasty with trumatch was performed. While using the genio guide to pre-drill holes, the doctor complained that the 1.5mm x 12 mm drill bit being used was scraping the sides of the barrels that are there to guide the drill for the placement of holes. The doctor said that the holes had too small of a diameter, and or the drill bit being used was too large of a diameter. The drill bit was confirmed that it was the correct drill bit for the guide according to the proplan planning report. During the procedure, the surgeon appeared to be using the drill and guide correctly. The surgery was completed without delay with just one issue, some metal filings that didn't seem to be a big concern of the surgeon. This report is for one (1) 1.5mm drill bit/stryker j-ltch with 12mm stop/44.5mm. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).